Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.

Event description:
It was reported an audible alert presented for an indication of an increase in the right ventricular (rv) lead coil impedance. It was also reported the lead trends indicated a slow increase over time. The coil impedance measurements were found to be somewhat unstable. Re-programming was performed and the lead remains in use. No patient complications have been reported as a result of this event.